Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the casing was cracked, one of the strain reliefs for the heated wire cables was missing, and there was evidence of corrosion on one of the heated wire cables. No other issues were found. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. In addition to the named test parameters, the neptune operational values were set as follows: temperature was set at 37 c, mode was invasive, full rainout on the moisture scale. The neptune was turned on, values set. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. However, the unit shut off during the test. The power supply board was bypassed with a known good lab inventory board and the unit once again passed the initial power connect test, power-on self-test and temperature display accuracy test. The unit was setup for a functional bench test with the temperature set at 37 c, mode as invasive, and full rainout on the moisture scale. This time, the unit heated up to the set temperature and functioned without any interruption or functional anomalies. The unit did not fluctuate more than 1 degree from the set point, which is consistent with the unit's normal function. The complaint cannot be confirmed. However, a different defect was identified during testing as the unit had a faulty power supply board. The reported complaint of "temperature fluctuates prior to use" is not confirmed. However, a different defect was discovered as the sample had a defective power supply pcba. A device history record review was performed with no evidence to suggest a manufacturing related issue. Each concha neptune device is inspected 100% during manufacturing assembly, it is unlikely that this defect was present at the time of release. The sample was manufactured in 2010 and was designed for a minimum of 5 years. Based on the information available, it appears that unintentional user error - normal wear caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the "temperature fluctuates". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the "temperature fluctuates". No patient involvement reported.